Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had dull needle. A paper lid, an empty winding former and a dispensed needle-suture combination of product code z493 were returned for analysis. During visual inspection of the sample, the swage and attachment area were noted to be as expected; also, the tip and body of the needle were examined and broken tip was observed. In addition, marks on the needle appears to be by use of a surgical instrument were found. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition, the assignable cause is breakage needle; however, the assignable cause of the needle breakage cannot be concluded, and an additional evaluation is necessary. Additional evaluation: "it was reported performance dull needle. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent an unknown breast surgery on an unknown date and suture was used. During the procedure, the surgeon felt that the needle tip had been blunt before use, and it seemed that there was a possibility that the needle tip had been broken or not polished. There were no adverse consequences to the patient. Upon evaluation, the needle was found broken. No additional information was provided.